Event description:
It was reported that during implant attempt device upgrade the physician was unable to insert the supra vena cava (svc) lead all the way into the device. An x-ray confirmed that the svc was not extended to the end. The device was not used and a new device was implanted. Additionally, the svc lead was inserted and connected successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).